Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that one year post index procedure there was a distal type 1 endoleak in the left iliac limb from the endurant. The left common iliac artery was short, therefore, the physician elected to implant an endurant 16-13-199 extending down into left external iliac artery. The distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.